Event description:
It was reported " screen has dead pixels hindering the visuals when navigation". There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no additional information was available.